Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an air in the line alarm when there was not. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a false air in line alarm was confirmed but not reproduced during product evaluation. The root cause was not identified. However, the pumphead module was replaced. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. Baxter will continue to monitor similar reports to determine if further actions are required.